Event description:
The patient's lead and generator were replaced due to the observed high impedance. The explanting facility historically does not return explanted products so product return is not expected.

Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient was referred to the surgeon due to the high impedance. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.